Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for operation: rupture.

Event description:
Patient reported having "nodules" and rupture. A physician informed patient after ultrasound that "look like cancer" and device "might cause cancer", on right side. The device has been explanted.

Event description:
Patient reported having "nodules" and rupture. A physician informed patient after ultrasound that "look like cancer" and device "might cause cancer", on right side. The device has been explanted.